Event description:
A blood glucose monitoring device generated a test result with an undoes test strip. Reporter stated device generated a lo and treatement made for the return of the suspect device and replacement product was sent.